Event description:
It was reported that the non-patient end of the bd micro-fine¿+ pro pen needle was broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the drug solution did not come out during priming. The physician described this event as a "obstructed"." Via bdj investigation team: "1 defect sample was returned. Bdj found that the np needle was broken."

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the non-patient end of the bd micro-fine¿+ pro pen needle was broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the drug solution did not come out during priming. The physician described this event as a "obstructed"." Via bdj investigation team: "1 defect sample was returned. Bdj found that the np needle was broken."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.